Event description:
It was reported that high capture threshold and decreased sensing was noted on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient condition was stable.